Event description:
Customer reported the insulin pump alarmed no deliver during basal, bolus, and fixed prime. Troubleshooting was performed. Customer's blood glucose level was 501 mg/dl, treated with manual injection. Customer declined to troubleshoot for high blood glucose. Customer was advised to disconnect at the quick release. Performed five units fixed prime, insulin did exit. Customer was advised to change the entire set. Customer stated the cannula was not bent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.